Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately nine (9) months ago. The patient on and unknown date presented with a dislocated shoulder that was reduced. Subsequently, the patient was revised approximately one (1) month ago due to instability and an audible clunk. The surgeon noted that the bearing had disassociated from the tray.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031402, mini standard thickness +3mm taper offset 40mm diameter humeral tray; lot#: 66259392. G2: foreign: new zealand. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 visual examination of the returned product/provided pictures identified the bearing shows wear from use. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided, however as the provided radiographs were not dated evaluation could not be completed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned product/provided pictures identified the bearing shows wear from use. The returned bearing shows wear around the locking feature, and also damage to the bottom, outside edge, and articulating surface of the bearing. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided, however as the provided radiographs were not dated evaluation could not be completed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.